Manufacturer narrative:
(B)(4).

Event description:
It was reported the nurse went into the patient's room and the hub was off the extension line of the PICC. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC for analysis. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter revealed the distal extension line was separated from its luer hub. Remains of the extension line molding were still visible inside the hub. The extension line separation point is rough and jagged. The catheter body total length measured 16", which is within the specifications of 15 3/4"- 16" per catheter product drawing. The distal extension line outer diameter measured 0.09429" which is within the specifications of 0.093"-0.097" per distal extension line product drawing. The distal extension line inner diameter measured 0.057", which is within the specifications of 0.055"-0.059" per distal extension line product drawing. This indicates that the wall thickness measured within specification. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal lumen was flushed using a water-filled lab inventory syringe. The lumen flushed as expected. A manual tug test confirmed the proximal extension line was fully secured within the luer hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the distal luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance has been initiated to further investigate this issue.

Event description:
It was reported the nurse went into the patient's room and the hub was off the extension line of the PICC. No patient harm reported. The patient's condition is reported as fine.